Event description:
Anesthetist at the klíníkin have notice that in some syringes there is a color in the nozzle of the syringes. Not all of them but some. So they are wondering it this is ok.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two photos and physical samples were provided to our quality team for investigation. Through visual inspection, a brown mark is observed within the tip. A device history review was performed for lot 2401075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no burnt material was observed within any of the devices. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed accordingly. While we could not identify a direct issue, the brown mark observed within the tip is burnt material that generated during the molding process. Manufacturing personnel have been notified if this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.